Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak at the y-site is confirmed but the exact cause remains unknown. One 22 ga x 0.75 in safestep infusion set was returned for evaluation. Dried residue and evidence of use was present on the device. The safety mechanism was returned fully activated over the needle bevel. The device was flushed with water from the proximal luer connector using a 12 ml syringe. The device infused and no leaks were observed. The distal clamp was activated in order to pressurize the device and no leaks were noted. The device was infused through the y-site and then pressurized again. A bead of fluid was observed to form at the blue valve. A continuous leak was not observed. Microscopic observation of the blue valve did not reveal any material damage on the surface. The bead of fluid was observed to form when the y-site was accessed and then pressurized from the proximal luer. The product IFU states, "needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve. Since a leak was observed to form, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the leak was found between the y site. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the leak was found between the y site. No other information was provided.